Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that their implant was moving and they noticed that the pocket was getting bigger. The patient reported that this was first noticed around (B)(6) 2017. No patient symptoms reported. No further patient complications have been reported as a result of this event.